Event description:
The customer observed a non-reproducible, falsely elevated vitros tropi es result from a single patient sample (0.296 ng/ml) processed on a vitros eci immunodiagnostics system. The same sample was retested and the repeat result obtained (<0.012 ng/ml) was believed to be the accurate result. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The non-reproducible, falsely elevated tropi es result was reported outside the laboratory, however, a corrected report was sent to the physician and there was no reported allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros tropi es result was obtained on a known troponin I free sample processed on a vitros eci immunodiagnostic system. A definitive assignable cause could not be determined, however, an analyzer related event caused by incubator contamination could not be ruled out as a contributing factor. Following a proper cleaning of the incubator, acceptable vitros tropi es precision was observed. In addition, it is possible the sample in question was not processed in accordance with the tube manufacturer's recommendations. There was no allegation of patient harm as a result of this event.